Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and the absorbable straps were used. It was reported that it was not purchasing into tissue, and the tip of tack was bending. There were no adverse patient consequences reported.